Event description:
It was reported that a malfunction alarm occurred with the customer's pump, displaying a malf 12 code. The issue's impact on the customer¿s blood glucose levels was unknown as they declined to answer whether it exceeded 500 mg/dl. The customer attempted to reset the pump without success, leading to assistance from technical support. As a corrective action, technical support provided information for resetting the pump and decided to replace it. The customer was informed about the updated software in the replacement and instructed on using backup therapy, returning the faulty pump, and other necessary procedures.